Event description:
During the atrial fibrillation procedure, blood leaked from the hemostasis valve. When pre-mapping with the advisor hd grid catheter in the left atrium, the sheath performed as expected. The physician lost transseptal and the advisor hd grid catheter was removed from the sheath. The supreme catheter was inserted in an attempt to regain transseptal access with no success. A live wire catheter was then inserted and transseptal access was regained. The livewire was removed and the non-abbott catheter (farawave) was inserted. Then it was noted that the hemostasis valve was leaking blood. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.